Event description:
The customer reported that the shock button on this defibrillator failed during a pt incident, which prevented discharge of energy.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.